Event description:
System shut down during examination, no x-ray possible. No injuries were reported to the patient.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.